Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open colectomy, the knife stopped moving back on the way of the second firing. The staples were deployed properly. The knife reverse switch was used, but the knife did not return to home position. The manual override lever was used to release the device. The device was used on the colon. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.